Event description:
During the investigation, it was noted that the stent was partially deployed. No patient injury was reported.

Event description:
During the investigation, it was noted that the stent was partially deployed. No patient injury was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the outer body proximal shaft was stretched and accordion wrinkled at 5.0 cm distal to the strain relief. The inner body was jammed in the outer body. The inner body bumper marker was butted against the stent proximal markers. The stent was partially protruding through the outer body distal end. The inner body was kinked and separated on its proximal shaft. The inner body could not be removed from the outer body. The stent was examined under magnification. No anomalies were observed with the stent. A functional test could not be performed due to the condition of the returned device. From the information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Review and analysis of available information failed to identify a definitive cause; therefore, a cause of undeterminable was assigned.